Event description:
It was reported that this left ventricular (lv) lead was explanted due to a dislodgement, due to the patient lifting a few days after the procedure. It was determined due to high pacing thresholds found at follow up. No additional adverse patient effects were reported.